Event description:
It was reported that the insulin pump had a blank display. The customer's wife stated that the customer did not remove the insulin pump when having a magnetic resonance image being done, so the device was exposed to a strong magnetic field. She noted that the device was not working any longer. The blood glucose reading was unknown. The issue was resolved upon troubleshoot, and the display returned. The customer's wife stated that they did not feel comfortable using the insulin pump and requested its replacement. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.